Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 30-degree endoscope plus was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. There were 5000 other fragments with no information where the missing parts were located. They were not included with the endoscope or in the transport box. The complaint was confirmed by failure analysis. .

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, there was an error 23002 issue of the 30-degree endoscope plus's rotation. The procedure was completed as planned with no reported injury.